Manufacturer narrative:
Concomitant medical products: the therapy dates for the following devices are unknown: model: unknown, scs leads(x2). Model: 3788, scs ipg. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient ((B)(6)) was implanted with two extensions from the same lot. It was reported the patient lost stimulation. Troubleshooting identified high impedance measurements. In turn, surgical intervention was undertaken. During the procedure, diagnostic testing did not reveal impedance issues with the patient's leads. As a result, the physician explanted and replaced the patient's extensions which resolved the issue. Therapy was restored post-operative.